Event description:
The facility alleges that, the stapler jammed. It is unk when this condition occurred. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.